Manufacturer narrative:
H6: 1494: off-label; patient age was less than 21 years old at the time of implantation. Claim#(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2; -10.00 diopter implantable collamer lens patient's right eye (od) on (B)(6) 2022. The lens was reported as having low vaulting without rotation. On (B)(6) 2023 the lens was replaced with a longer length lens. This resolved the problem. Cause of the event was unknown.

Manufacturer narrative:
D2: mta. Claim (B)(4).